Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was unable to self-treat for hypoglycemia while using the infusion device. The patient's blood glucose result was 70 mg/dl at 7:00 a.m. And 37 mg/dl at 8:00 a.m. The patient was incoherent and sweating. The patient's wife gave him a glass of orange juice. The patient was not taken to a medical facility. The patient attributed the low blood glucose event to incorrect basal rate settings on the infusion device. The patient had a recent weight loss due to exercise and he had not adjusted his settings on the infusion device. The infusion device is not expected to be returned for product evaluation.